Manufacturer narrative:
This device is used for therapeutic purposes. (B)(6). (B)(4). The device was received and evaluated by the service repair team. The device was received in a non-functioning condition; therefore, temperature testing could not be completed. The motor, bearings and parts were replaced due to corrosion. The device was tested to product specifications and returned to the customer.

Event description:
The device was returned for repair with a report that the handpiece was overheating. This was identified prior to the case during pre-op; the device was not used for the case. There was no patient impact.